Event description:
It was reported there is no audio alarm on the central.the device was in use, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer biomed who identified the reported issue was caused by speaker cables which had been cut. The reported problem was confirmed. The biomed replaced the speakers to resolve the issue as reported. The investigation concludes that no further action is required at this time.